Event description:
The patient was complaining of inadequate pain relief, stating that the relief never felt as good as it did during the trial. A (B)(6) and (B)(6) study was performed, and the patient¿s catheter was unable to be aspirated during the (B)(6) study. The studies were aborted. During the catheter replacement surgery, the old catheter was exposed and showed that it was completely fractured in half. The patient¿s physician tried to remove the entire catheter; however, part of it remained in the spinal area. They were able to see the piece that remained under x-ray, but the physician was unable to retrieve it. The piece that remained in was no longer hooked up to the pump. The patient¿s dose had been gradually decreased leading up to the revision. The patient was up and walking after surgery when they were last seen. They seemed to be doing well, though it would take some time to determine their pain relief. They were started on a very small dose of 0.05 mg/day after implant. It was later noted that the patient recovered without sequela. The pump contained dilaudid.

Manufacturer narrative:
Analysis of the catheter serial (B)(4) revealed a broken catheter body. The most distal end of segment 2 had a jagged appearance. This indicated that the catheter most likely broke at this point. Some damage was seen on the sutureless connector. This was likely explant damage.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n331636, implanted: (B)(6) 2012, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.